Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged low glucose readings on a cgm after dinner while using the ilet with recent switch to fiasp cartridges, with cgm values as low as 42¿43 mg/dl and a later fingerstick reading of 139 mg/dl; the user ate approximately 23 grams of carbohydrates and had disconnected the pump for about 30 minutes, and the family discussed cgm calibration versus sensor replacement due to suspected inaccuracy. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrates and no medical intervention or hospitalization. Investigation included review of available device use information and coaching on cgm accuracy verification and sensor replacement. Investigation of this case revealed discordant cgm and meter values consistent with potential cgm inaccuracy, while the ilet algorithm¿s capacity to reduce or suspend insulin delivery was noted; no device malfunction of the pump was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.